Event description:
Doctor was doing the vein harvesting and then he alerted me that the tip of the hemopro broke into pieces. He was able to take the pieces out and we put them in a container. We then took a new hemopro and continued to harvest.